Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed. The receiver was found with a broken usb case interface and missing usb door, but it was not related to complaint. The receiver was charged and will boot. Receiver was turned on and call tech support error was displayed on the screen. The receiver log was reviewed, finding errors related to complaint. A global receiver test was attempted, unable to run functional tests because a call tech support error was frozen on the screen. The complaint of receiver initialization without a manual restart was confirmed. The root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.